Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to clear all bluetooth devices from settings, try using another sensor and wait for transmitter to pair. No additional patient or event information is available.